Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reports that they had a blood glucose level of over 600 mg/dl due to not being able to successfully activate a pod. They reported several no beep after fill situations before bg levels got too high. The patient went to the emergency room. They were there treated with intravenous therapy with insulin.